Event description:
It was reported that the patient with this artificial urinary sphincter experienced urethral erosion. A revision procedure was requested; no device status has been provided. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3: date of event and d6b: explant date- the device was explanted in (B)(6) 2022 . Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump and cuff components were visually and microscopically examined and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or cuff. Inspection of the remainder of the devices revealed no damage or irregularities. The balloon component was visually and microscopically examined and tested for leaks. No visual damage or abnormalities were found. The balloon passed the leak test. The balloon did not pass functional testing due to high pressure. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Based on the information available and analysis results, the reported clinical event of erosion was unable to be confirmed; however, analysis identified a malfunction with the balloon component with higher pressure than specifications. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to urethral erosion. No further patient complications were reported.

Manufacturer narrative:
B3: date of event and d6b: explant date- the device was explanted in (B)(6) 2022. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to urethral erosion. No further patient complications were reported.